Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act, up and down.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 228 mg/dl. The customer reported that arrow keys were not working and up and down arrows were unresponsive. The device will be returned for analysis.